Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device failed the thermister assessment and ran in the load position (powerbroken). It was further determined that the pawl release and the lock cylinder were damaged, allowing the device to run in the load position. It was further determined that the issue with the pawl release and lock cylinder was consistent with trying to run the device in the load positon or by pushing on the disconnect sleeve while the device was running. It was determined that the issue with the failed thermister (flex circuit) was consistent with improper cleaning, immersion during cleaning. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, it was discovered that the motor device may have had water in it. During in-house engineering evaluation, it was observed that the device failed the thermister assessment and ran in the load position (powerbroken). The event was not related to surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.